Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 260 units of insulin during the load sequence. Additionally, an occlusion alarm occurred. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. A new cartridge was loaded to resolve both issues. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.